Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, when the surgeon tried to fire on the pulmonary parenchyma at the second firing, the handle was so stiff that the surgeon could not squeeze it at all. They tried to squeezed again the handle however same problem occurred. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device.